Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate therapy and incorrect interpretation of signal. No intervention was performed.